Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged from the fifth proximal row onwards with struts distorted and stretched distally over the bumper tip. Stent moved for 3mm distally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The proximal balloon wings were slightly relaxed out of their folded position however there were no signs of positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral (rpl) artery. Following predilation, a 2.50 x 20 synergy¿ drug eluting stent was advanced to treat the lesion; however, difficulty was encountered. A non-bsc guide catheter extension was then used to deliver the stent but the stent got caught at entrance of the guide catheter extension and the stent edge got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral (rpl) artery. Following predilation, a 2.50 x 20 synergy drug eluting stent was advanced to treat the lesion; however, difficulty was encountered. A non-bsc guide catheter extension was then used to deliver the stent but the stent got caught at entrance of the guide catheter extension and the stent edge got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.